Manufacturer narrative:
Checking the manufacturing charts of the instrument involved, no pre-existing anomaly was discovered on the items manufactured with the same lot number. We will submit a final report as soon as the investigation is complete.

Event description:
During an elbow surgery performed on (B)(6) 2024, the instrument screwdriver shaft for axle (part code 9015.90.006, lot number 22bq06y) broke after using the torque limiting driver to insert the axle. According to the information received, the tip of the instrument broke when tightening the axle. The patient is a female, 78 years old. The event happened in the united states.